Event description:
It was reported that unspecified malfunction alarms occurred intermittently and customer experienced an elevated blood glucose (bg) level; bg value was not provided. Customer went to the emergency room on (B)(6)2024 and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.